Manufacturer narrative:
(B)(4). Batch # r9275a. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled, it was found that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. The alert screens that may result are ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon informed us that a warning message, 'dirt inside the jaws, replace instrument' was displayed. There was no patient consequence reported.